Manufacturer narrative:
(B)(4). Batch # n54z9d. Additional information received: updated event description: used this linear cutter during a lap nephrectomy. It fired properly the first time they used it, but after they reloaded it and tried again something went wrong. At first they weren't sure what had happened, but then they realized that it had fired and stapled properly, but did not cut. Surgeon cut between staple line with endo scissors to finish the case the analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/2 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during an unknown urological procedure, the first firing was fine, the second firing had a problem. The device fired and stapled properly, but did not cut. There is no report of adverse impact to the patient.